Event description:
It was reported that the pump touch screen was less responsive. There was no reported adverse impact to the customer¿s blood glucose level. Further troubleshooting with tandem technical support was declined. No additional information was provided.